Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00264. It was reported that burr got stuck on wire. A 1.50mm rotalink plus and a rotawire were used to treat the severely calcified target lesion. After ablation, the physician inserted the wire clip torque to the advancer to remove the burr, but the wire was removed with the burr. No patient complications were reported ad patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has the wire kinked, as part of overall visual revision. The device was returned loaded in the rotablator and it has the body kinked in several sections in the middle of the device and the catheter kinked in the middle of the device it is possible that the wire is kinked in this section too. Also the spring tip kinked. The guidewire couldn't be removed from the rotablator. On dimensional inspection, overall length couldn't be measured due to the device condition and all other outer diameter are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00264. It was reported that burr got stuck on wire. A 1.50mm rotalink¿ plus and a rotawire were used to treat the severely calcified target lesion. After ablation, the physician inserted the wire clip torque to the advancer to remove the burr, but the wire was removed with the burr. No patient complications were reported ad patient's condition was good.